Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. An x-ray was performed, and a perforation was suspected. The rv lead was repositioned to resolve the event. No intervention was performed to resolve the perforation. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.